Manufacturer narrative:
Sections with additional information as of 31-dec-2025. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Defect found on returned strips: reads "lo". Reported defect not reproduced on returned meter. Root cause: rc-072: vial left open for an extended period of time

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in process. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer called concerned with test results from results obtained of lo. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is not stored according to specification (in the refrigerator). The test strip lot manufacturer¿s expiration date is 12/25/2026 and per the customer the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only one result provided): result 1: lo. Date: 11/6. Time: unknown fasting.